Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during dwell three of five on the home choice (hc). During troubleshooting it was determined that the supply bag disconnected. The technical service representative (tsr) had the home patient (hp) cycle power. The home patient (hp) stated they would complete therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the supply bag disconnected, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.